Event description:
The device involved in this MDR report was explanted 32 months after implantation and returned because it could not be interrogated. In addition, no magnet response was observed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device, which was explanted 32 months after implantation because it could not be interrogated, exhibited premature battery depletion due to excessive current consumption. This over-consumption resulted from an unusual low-resistance current path between two capacitors in the shock generator hybrid microcircuit, permitted by delamination of a protective coating. Since this product has been manufactured, corrective actions have been implemented in the manufacturing process to avoid the re-occurrence of such an event.